Manufacturer narrative:
All available information was investigated, and the returned device did not confirm the reported separation of the gripper lever latch and the gripper cap as no separations were noted. Moreover, the reported inability to remove the gripper line was not confirmed as device functioned as expected. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaint reported from this lot. All available information was investigated and a conclusive cause for material separations and inability to remove the gripper line could not be determined in this complaint. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper line (gl) could not be removed. It was reported that this was a mitraclip procedure, performed to treat functional mitral regurgitation (mr) with grade 4. During preparation of the clip delivery system (cds), on the first retraction of the grippers, the gripper lever latch and gripper cap came off. The cap was placed back on and the cds was advanced to the mitral valve. During clip deployment, the gripper line was sticking. The gripper line did not lower when depressing the gripper lever when checking tactile marker once orientated above the valve. Troubleshooting was performed, retested raising and lowering gripper lines simultaneously and individually, without consistency. The physician felt the gripper was not moving smoothly and requested replacing the clip. The cds was removed. A second cds was advanced and the clip was successfully implanted. One clip implanted, reducing mr to 2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.